Manufacturer narrative:
The device was subsequently received; the customer¿s report of smoke visualized was not confirmed, however a short circuit of the iui connector could result in a minor amount of smoke. Physical inspection noted the device to be in overall fair condition with the instrument seal not intact. The only anomalies noted were a small crack on the lower door hinge, the device release latch sticks and both iui connectors were found to be dull. The thermally damaged left iui was replaced prior to the device being returned and was not received for investigation. The pcu was noted to be in fair condition with the instrument seal intact. The only anomalies noted were that both iui connectors were slightly dull and both have signs of fluid residue. Analysis of the pcu event log shows that at 11:06pm on (B)(6) 2016 the pump module was programmed to infuse a basic infusion to run at 100ml/hr with a vtbi of 950ml. At 2:57am on (B)(6) 2016, there was a channel disconnect and the device was removed. The volume recorded as being infused during this period was 384.407ml. The pcu error log shows that at 2:58 am on (B)(6) 2016 a malfunction (low backup voltage failure error code 120.4410.0) occurred. Photos provided by the customer confirm a thermal event occurred on a female iui. This iui was not returned, however evidence of thermal damage was observed in the pump module¿s left iui cavity. Thermal damage is known to occur when fluid comes into contact with the iui power and ground pins and can lead to sufficient heat dissipation that melts the iui connector¿s plastic housing. The root cause of the customer¿s report of smoke visualized was not identified. The thermally damaged left iui from the pump module was replaced prior to the device being sent in for investigation.

Event description:
The customer reported that an IV pump was smoking and giving off a burning and electrical smell during an infusion. An unspecified battery error occurred just before the smoke was noticed. The device was removed from the patient's room and there was no harm to the patient or staff. The devices were evaluated in the biomed department and noted to have evidence of an unknown material on the left iui connector which appeared to have caught fire. The iuis were replaced.

Manufacturer narrative:
Correction: b.1. Type of report, h.1 and type of reportable event. Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Manufacturer narrative:
The customer¿s report of smoke having been visualized was not confirmed. The error and battery logs were not returned for investigation. Analysis of the pcu event log shows that at 11:06pm on (B)(6) 2016 the pump module was programmed for a basic infusion to run at 100ml/hr with a vtbi of 950ml. At 2:57am on (B)(6) 2016, there was a channel disconnect and the device was removed from the pcu. The volume recorded as being infused during this period was 384.407ml. The root cause of the customer¿s report of visualized smoke was not identified. No device was returned for investigation. Photos received from the customer confirm a thermal event occurred, however it cannot be determined if the thermal event was associated to the channel disconnect. No devices received, log review only.

Event description:
The customer reported that an IV pump was smoking and giving off a burning and electrical smell during an infusion. An unspecified battery error occurred just before the smoke was noticed. The device was removed from the patient's room and there was no harm to the patient or staff. The devices were evaluated in the biomed department and noted to have evidence of an unknown material on the left iui connector which appeared to have caught fire. The iuis were replaced.